Manufacturer narrative:
H3, h6: evaluation is not possible, as the unknown endobutton device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. A review of the complaint records was performed for this device family which confirmed additional complaints have been reported within the scope of the reported study. The risk management documentation was reviewed and found to contain this failure mode within the risk file. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. During the studying it was reported that twelve months after the acl reconstruction, the patient experienced moderate pain in the lateral left knee on the motion. The patient also experienced tenderness and palpation of the iliotibial band above the endobutton. The patient was treated with a second surgery and the endobutton was removed. Two months following the second surgery, the lateral knee pain was gone. After three requests no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that twelve months after the acl reconstruction, the patient could perform classical ballet with moderate pain in the lateral left knee on the motion. The patient also experienced tenderness and palpation of the iliotibial band above the endobutton. A second look arthroscopic evaluation was performed 24 months after the acl surgery, it showed excellent results with no meniscal and cartilaginous injury. Then, the patient was treated with a second surgery and the endobutton was removed. Two months after the second surgery, the lateral knee pain was gone. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.